Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately after the implant procedure from date manufacturer was made aware.

Event description:
It was reported that patient had discomfort and pain. The patient underwent a pocket revision procedure and was doing well post operatively.